Manufacturer narrative:
This event occurred in france. Alber gmbh is filing this report because the device is also marketed and sold in the u.s. Alber has requested the involved device for investigation.

Event description:
Allegedly the end-user wanted to propel the wheelchair in forward direction, straight line, and the wheelchair went on the left "as if the handrail or motor had not sent assistance", leading to the fall of the end-user on the sidewalk. The end-user suffered multiple bruises (shoulder and left side of face)."